Event description:
It was reported that chemotherapy medication was leaking from the reservoir during infusion, with white residue observed on the pouch. The pump was powered off, the clamp was closed, and the pump was placed in a biohazard spill bag. There was patient involvement with no reported patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.